Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. One clip was successfully implanted. To further reduce mr, an additional xtw clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. Although the clip remained in the chordae, it was able to grasp both leaflets, reducing mr to a grade of 2. No additional clips were implanted. There was no clinically significant delay in the procedure.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. One clip was successfully implanted. To further reduce mr, an additional xtw clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. Although the clip remained in the chordae, it was able to grasp both leaflets, reducing mr to a grade of 2. No additional clips were implanted. There was no clinically significant delay in the procedure. Additional information: three months after the mitraclip procedure, the patient returned to the hospital due to dyspnea. Imaging showed the one of the xtw clip ((B)(6)) partially detached from the posterior leaflet and remained attached to the anterior leaflet, causing mr to increase to a grade of 4. The patient placed on diuretics.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported entrapment of device (clip caught on chordae) appears to be related to procedural condition due to low height. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed with the chord being caught. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported entrapment of device (clip caught on chordae) appears to be related to procedural condition due to low height. The reported partial clip movement appears to be due to clip being deployed with the chordae. The reported patient effect of recurrent mr appears to be related to the partial clip movement. The reported dyspnea was a cascading effect of the recurrent mr. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention and medication required were results of case-specific circumstances as the clip was deployed with the chord being caught and diuretics was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. One clip was successfully implanted. To further reduce mr, an additional xtw clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. Although the clip remained in the chordae, it was able to grasp both leaflets, reducing mr to a grade of 2. No additional clips were implanted. There was no clinically significant delay in the procedure. Additional information: three months after the mitraclip procedure, the patient returned to the hospital due to dyspnea. Imaging showed the one of the xtw clip (40930r1045) partially detached from the posterior leaflet and remained attached to the anterior leaflet, causing mr to increase to a grade of 4. The patient placed on diuretics.

Manufacturer narrative:
G3. On 02 june 2025, we were made aware that the g3 date from report reference number: 2135147-2025-00607-02 is incorrect. G3 date was changed from 07 may 2025 to 25 april 2025, the date that additional information was received. This is sent as a correction report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported entrapment of device (clip caught on chordae) appears to be related to procedural condition due to low height. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed with the chord being caught. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. One clip was successfully implanted. To further reduce mr, an additional xtw clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. Although the clip remained in the chordae, it was able to grasp both leaflets, reducing mr to a grade of 2. No additional clips were implanted. There was no clinically significant delay in the procedure.